Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an unsealed packaging tray was noted which includes a needle, a j tip guidewire, an introducer needle, a single lumen power port, a tunneller, partial view of a dilator and sheath, an infusion kit, a right angle non coring needle, a straight non coring needle and a flushing hub. The distal portion of the guidewire is noted to be bent. Therefore, the investigation is confirmed for the reported guidewire bent issue. However, it is inconclusive for the reported difficult to remove as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using the powerport m.r.I. Isp. It was reported that during the procedure the guidewire was successfully inserted during puncture. However, upon removal, the guidewire was found to be allegedly bent and difficult to remove from the patient's body. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using the powerport m.r.I. Isp. It was reported that during the procedure the guidewire was successfully inserted during puncture. However, upon removal, the guidewire was found to be allegedly bent and difficult to remove from the patient's body. There was no reported patient injury.